Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It is reported the event occurred in the emergency department. The pt was a (B)(6) female who had a diagnosis of calcium blocker and thiazide overdose. Full resuscitation was in process when they attempted to place the catheter via femoral access. The insertion was unsuccessful because the hospital is reporting they were unable to pass the guide wire through the needle. The hospital believes there were, "two 20g catheter/needle assembly, in the set instead of one 18g introducer needle". A second insertion was attempted, see MDR #1036844-2012-00064. The pt suffered prolonged hypertension and died the following day.